Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to open heat bond of zebra connector long side on lcd board. We were unable to perform functional testing's including 7.2 unit bolus and occlusion tests due to missing segments/partial display. The insulin pump had bleeding on lcd glass, cracked overlay, minor scratched overlay and cracked case underneath overlay. No cracks on lcd glass noted.

Event description:
It was reported that the customer's insulin pump had a cracked or broken liquid crystal display. The customer's blood glucose value was unknown. The device will be repaired and replaced. No further information was provided.